Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2023. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.